Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission showed that the right ventricular (rv) lead exhibited noise over-sensing resulting in inappropriate high ventricular rate (hvr) episodes. The patient's health status was unknown.